Manufacturer narrative:
The sureform 45 blue reload was analyzed and found the cartridge to have minor damage in between the knife track. There were very small pieces noted to be missing. The knife was inspected and there was no damage found.

Event description:
It was reported that during a da vinci-assisted lobectomy procedure, the proximal end of the blue reload was missing the cartridge root part. A fragment fell inside the patient during bronchial dissection, and the assistant used forceps to retrieve it from the body. The da vinci endoscope was used to check inside the anatomy and confirm all fragments were retrieved. The procedure was completed robotically. No post-operative tests like an x-ray were performed. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
The event investigation is in progress.